Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6). Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: n/a, batch: 32546212.

Event description:
It was reported that the patient was experiencing symptoms of an infection at the implantable pulse generator (ipg) site and the spinal cord stimulation (scs) lead anchor fixation site. The details of the symptoms are unavailable. It was assessed that the infection was not device related and that nothing happened during the scs procedure that may have caused or contributed to the infection. It is speculated that the patient was given antibiotics, however details on the antibiotics used is not known. The patient underwent a procedure where the ipg was removed, a new pocket was created and a new ipg was placed.